Manufacturer narrative:
Additional information was received on (B)(6) 2020. The physician's office stated that patient will have the device explanted. Additional information was received on (B)(6) 2020. An explant is planned for (B)(6) 2020. 2. Is other serious-uncheck; 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with an unknown mentor saline prosthesis (right) and a mentor smooth round moderate profile 375cc saline prosthesis (left) experienced bilateral deflation post procedure. The patient noted spontaneous left sided deflation, as the prosthesis began to shrink. On (B)(6) 2020 the patient sent additional information indicating that deflation may be occurring bilaterally. The patient has a history of multiple implant replacements. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2020-09180 for contralateral prosthesis report.